Event description:
Vent alarm sounded twice, and flashed (patient motion did not set off alarm). The alarm read ext high peak pressure. Respiratory therapist had to vent the patient with an ambu-bag to prevent patient harm. Respiratory therapist checked the alarm history, which read this alarm and malfunction had occurred previously on this machine. No patient had occurred because of rn intervention.